Manufacturer narrative:
Other medical products in use during the event include: brand name: specify surescan, product ID: 977c165 (serial: (B)(6), product type: 0200-lead, implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a return of pain. Patient was seen for a second reprogramming. Patient has not been getting coverage in all areas of pain (only having coverage on left side of body). Patient also having abdominal/rib stimulation with programming on certain contacts. Physician sent patient for an x-ray and ultimately decided to revise position of the paddle.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that patient reports pain in low back and bilateral legs. The physician ordered the x-ray and interpreted/discussed with patient. The issue is ongoing, physician discussed a lead revision with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the physician discussed a lead revision with the patient. No new updates so far. Patient reports their pain is in their lower back and bilateral legs. Additional information was received; patient has undergone paddle lead revision. Patient was reprogrammed yesterday and is doing well. Full coverage of painful areas at the time of reprogramming.